Event description:
It was reported that the patient experienced elevated blood glucose last recorded at 234 mg/dl for several hours while using the ilet system, which led to increased insulin delivery and a nighttime supply change; the agent provided education that higher insulin use corresponded with the elevated glucose. Customer care provided support that included review of reported glucose trends, device use, and user education on app setup and pairing with the cgm. Investigation of this case revealed no device malfunction and suggested user, meal-related, or physiological factors contributed to the elevated glucose. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution with blood glucose returning to range and no need for medical care. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.